Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va02dme, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that the implant had not worked. She had an appointment to see the health care professional (hcp) on (B)(6) 2015. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.